Event description:
Boston scientific received information that this programmer would not switch on even after the power cable was replaced. No adverse patient effects were reported. This programmer was returned and no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer did not switch on. A component in the electrical circuitry was found shorted and the touch screen did not work properly. The display bezel was also cracked. The programmer was repaired. Laboratory analysis confirmed the allegation.